Manufacturer narrative:
(B)(4) submits this report on behalf of the legal MFR of the device maquet cardiopulmonary ag, (B)(4). Additional info from user facility report: maquet cardiopulmonary ag provides failure investigation, analysis and resolution for the device described in this report. Maquet cardiovascular is submitting an additional report as the uf/importer reporter. MFR report # 8010762-2009-00043. (B)(4)

Event description:
There was an ignition of an electrical board due to a liquid leaking into the device. The problem occurred before the surgical intervention. There was no pt connected to the machine. There was no pt injury. (B)(4).